Manufacturer narrative:
Evaluation summary: please refer to the MDR report: 9610877-2021-10316. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
The printed (B)(6) IFU was found in black and white print, and has lines in it and is bent. The time of event is installation. There was no report of patient harm.